Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were vomiting the first time they tried to get the implant done and had to postpone the procedure for a week or so. Patient stated they were feeling better now but they still had some problems with the bladder emptying but confirmed seeing improvement. Patient also mentioned seeing improvement in bowel issues. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment with their healthcare provider on the 12th of this month. Patient did not receive their patient therapy handbook. Additional information was received from a manufacturing representative (rep). They reported that the patient did not experience urinary retention prior to the device and their retention did not worsened as a result of the device or therapy. The catheterization was not the patient's standard of care prior to the device. The information was from the physician and/or patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.